Event description:
During a routine follow-up, it was difficult to interrogate the ICD. After a telephone call was placed to st. Jude medical tech svs, it was determined that the device may be experiencing a crystal failure. The decision was made to explant the device.